Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported "no display while shock delivery." There was reportedly no patient involvement; the customer reported that the device was not in clinical use. No adverse event to patient or user was reported.

Manufacturer narrative:
.